Event description:
Additional information reported that the no external power event on the mobile power unit was due to a loss of power to the patient's house.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 3 days ( on (B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 03:29:00, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~5v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored and did not affect the controller's ability to operate the pump at the set speed. The backup battery was able to provide power to the controller during this event. No other notable events or alarms were observed. The mpu, serial mpu-29682, was not returned for analysis and remains in use. Additional information provided stated that there was a loss of power to the house during the event. Per the additional information, the root cause for the reported no external power alarm was determined to be a power outage. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log file analysis revealed a no external power event occurred while the patient was on their mobile power unit on (B)(6) 2023. The patient had presented with a pump stop alarm on (B)(6) 2023. There were no clinical issues at the time of the event. X-rays were performed on the patient's driveline and found areas of possible concern where internal damage could have resulted in a short to shield issue. The patient was put on battery power on (B)(6) 2023, and no further alarms occurred. The patient was later put on an ungrounded patient cable and was able to use their mobile power unit (mpu). Related manufacturer report number 2916596-2023-05344.